Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA- (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils came out in blood clot') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), night sweats ("night sweats that still continue to this day"), asthenia ("have very little energy"), sleep disorder ("have problems sleeping"), loss of libido ("have no sex drive") and anaemia ("anemic") and was found to have blood count abnormal ("blood count low") and blood iron decreased ("iron count is too low"). The patient was treated with surgery (hysterectomy). At the time of the report, the device expulsion, blood count abnormal and blood iron decreased outcome was unknown and the night sweats, asthenia, sleep disorder, loss of libido and anaemia had not resolved. The reporter provided no causality assessment for anaemia, asthenia, loss of libido, night sweats and sleep disorder with essure. The reporter considered blood count abnormal, blood iron decreased and device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils came out in blood clot') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), night sweats ("night sweats that still continue to this day"), asthenia ("have very little energy"), sleep disorder ("have problems sleeping"), loss of libido ("have no sex drive") and anaemia ("anemic") and was found to have blood count abnormal ("blood count low") and blood iron decreased ("iron count is too low"). The patient was treated with surgery (hysterectomy). At the time of the report, the device expulsion, blood count abnormal and blood iron decreased outcome was unknown and the night sweats, asthenia, sleep disorder, loss of libido and anaemia had not resolved. The reporter provided no causality assessment for anaemia, asthenia, loss of libido, night sweats and sleep disorder with essure. The reporter considered blood count abnormal, blood iron decreased and device expulsion to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: events: coil came out in blood clot, blood count and iron count too low were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.